Event description:
Report received with returned product stating "quit working after 2 1/2 year." Follow-up information will be requested from health care provider.

Manufacturer narrative:
04/07/1998: h6-primary finding of device analysis revealed battery end of life and stall due to roller wheel corosion.